Manufacturer narrative:
(B)(4). Batch #: u5cp2f. Device analysis: the analysis results showed that the cs40g device was received with the lockout lever bent not allowing the device to close and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. In addition, the retaining pin was not connected to the coupler and pushrod. No functional test could be performed due to the condition of the device. No conclusion could be reached as to how the lockout lever became damaged. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: depress the release button to ensure the instrument is in the open position. Ensure that the retaining pin has been retracted. Remove the used reload from the instrument. Grasp the top of the reload and lift upward, unsnapping the reload from the jaws. Properly discard the used reload. Thoroughly clean the instrument by vertically submerging completely the anvil and cartridge channel in a sterile solution and swish vigorously. After swishing, visually inspect the anvil and cartridge channel and remove all residual staples and/or foreign matter from instrument prior to reloading. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Event description:
It was reported that the device blocked intraoperatively and did not trigger. The release lever could not be pressed down (triggered). The instrument was then opened again and removed from the situs and a new magazine was loaded. Even with a new magazine, the release lever did not move. A completely new instrument was handed in, which was then used to complete the surgery. There was no damage to the patient. Procedure: deep rectum.